Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together with the device during removal. The sealant was deployed completely above the access site and was not dislodged from the arteriotomy. The sealant appeared to stick to the device. Manual compression was applied for 20 minutes to complete the procedure. There was no reported patient injury. The device storage temperature did not exceed 25 °c, vessel depth was not shallow, button #1 and #2 were both fully depressed, the balloon was fully deflated, and no resistance was noted during use. A 5f non-cordis introducer sheath was used. There were no visible signs of device/package damage prior to use. The device had been prepared and used in accordance with the instructions for use (IFU), and it was used in a transfemoral cerebral angiography procedure with a retrograde approach. The physician was certified in the use of the device and had used it several times previously. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, a vessel diameter greater than 5 mm, absence of visible calcium or plaque, no nearby stent, and no stenosis greater than 50 % at the puncture site. The target site had not been closed with any closure device within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together with the device during removal. The sealant was deployed completely above the access site and was not dislodged from the arteriotomy. The sealant appeared to stick to the device. Manual compression was applied for 20 minutes to complete the procedure. There was no reported patient injury. The device storage temperature did not exceed 25 °c, vessel depth was not shallow, buttons #1 and #2 were both fully depressed, the balloon was fully deflated, and no resistance was noted during use. A 5f non-cordis introducer sheath was used. There were no visible signs of device/package damage prior to use. The device had been prepared and used in accordance with the instructions for use (IFU), and it was used in a transfemoral cerebral angiography procedure with a retrograde approach. The physician was certified in the use of the device and had used it several times previously. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, a vessel diameter greater than 5 mm, absence of visible calcium or plaque, no nearby stent, and no stenosis greater than 50 % at the puncture site. The target site had not been closed with any closure device within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. The sealant sleeves were observed in a retracted position, consistent with activation of the deployment mechanism. A 5f non-cordis catheter sheath introducer was returned inserted on the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A deployment simulation could not be performed, as the unit was received in a fully deployed state. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant remaining attached to the device during removal, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.